Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/13/2016. The fse found a leak from the recently replaced needle bellows cartridge. He noticed that the check valve (cv47) to the aspiration needle was clogged. The fse replaced the check valve (cv47) which resolved the leak. The instrument ran without leaks and all repairs were verified per established procedure. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported a bloody fluid leak of approximately 2ml from under a coulter lh 750 hematology analyzer. The leak was not contained within the instrument. The customer was performing normal routine operation when the leak was observed. There were no errors or system messages that occurred in conjunction with the leak. The customer was wearing personal protective equipment (ppe) consisting of gloves, a gown, and goggles at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.